Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 21 mg/dl at the time of the incident. The customer was given intravenous glucose to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer is hypo unaware, has nerve damage, and 50 % kidney function from a car accident. The customer also had a prandial hyper on (B)(6) 2018. The customer gets nocturnal lows of about 30 mg/dl and wakes above 200 mg/dl. The customer is missing their right eye and is partially blind in their left eye. The insulin pump will not be returned for analysis.